Event description:
Medtronic received information that during a bypass case when the surgeon sutured this cannula into place, it was reported that the cannula tip partially separated from the cannula. The cannula was replaced with no known patient complications.

Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows a break in cannula body, approximately .750" from distal tip. The break is approximately 75% around the circumference of cannula body. Inspection also shows a small piece cannula body material was missing at the start of the break area, which appears to have been removed by a sharp object. In addition, no damage to spring wind was observed in the break area. Conclusion: the cannula appears to have been cut, possibly while suturing the cannula into place. User interface appears to have caused the event. The device was removed and replaced without reported patient complication.